Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete product and event information. Further information was requested but not received.

Event description:
Related manufacturer report number: 3006705815-2023-01427. It was reported that the patient's system was explanted due to migration and infection on an unknown date. Follow up indicated the infection has resolved.